Manufacturer narrative:
The suspect device is currently enroute back to conmed for evaluation. Once evaluation is complete, a supplemental report will be filed.

Event description:
As reported: "the goldvac push button smoke evacuation pencil, when plugged into cautery machine, was stuck and wouldn't turn off before removed from field patient was burned by cautery three times. Two on the lower right abdomen and one closer to midline below umbilicus." Multiple attempts have been made to obtain further information regarding the incident including details of the reported malfunction, degree of injury, and current condition of patient. To date there has been no response from the user facility.

Manufacturer narrative:
Evaluation report: the reported used 60-7510-005 goldvac pencil was returned to conmed corporation for evaluation. The device was received in its opened original packaging and labels were verified. Visual inspection identified a foreign biological material at the distal end on both sides of the electrode blade. The device showed no signs of damage to or a breach in insulation. Functional testing was performed with an electrosurgical system and put in single pad mode. The device would not turn off. The device was carefully dismantled for farther investigation and the neutral wire in the cable was found to be in contact with the coag trace button on the pcd board. Potentially, during the manufacturing/assembly process, when the clear tape around the pcb board was applied, the loose neutral wire was pushed down onto the coag trace which resulted in continuous coag activation. The reported defect was verified. A two-year review of complaint history revealed 17 previous reports involving 18 devices related to this reported failure. Five of those complaints have been confirmed. The instructions for use advise the user of the following. Inspect and test each device before use. Never allow cables connected to these devices to be in contact with skin of the patient or the operator during electrosurgical activations. An investigation has been initiated to determine if corrective and/or preventive actions are required.